Event description:
Report received of the pump turning off on its own without an alarm alert. The pump was returned from the IV therapy department to the biomedical department with an unsigned note stating "pump turns off". No tracking information was available in order to obtain specific patient or event details. The customer reported that during testing they found that the intermittent power supply was "broken". There was no reported adverse patient event associated with the device while in clinical use. Although requested, no further information was available.